Event description:
A gore viabahn endoprosthesis was used for the treatment of an av graft venous outflow stenosis. A 6mm x 5cm device was deployed and was post dilated with an 8mm balloon. A fluency stent was deployed overlapping with the viabahn device and was post dilated with an 8mm balloon. However, during the post dilation of the fluency device, the viabahn device migrated into the pulmonary artery. The initial attempt(s) to capture the device were unsuccessful and the procedure was terminated. A procedure was later performed to successfully remove the viabahn device with a snare.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.